Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for initial implant. During procedure, the left ventricular lead had low impedance. The lead was not used and replaced. The patient was stable post procedure.